Event description:
"Rotation of port. Opportunity was taken to replace it by a low-profile access port". Follow-up findings: leakage of the access port.

Event description:
Rotation of port. Opportunity was taken to replace it by a low-profile access port. Follow-up findings: event of leaking port was submitted in error. Port was removed due to pt and surgeon choice and was then replaced with a new port. There appears to be no complaint against the integrity of the device.